Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and low impedance. During lead revision, it was noted that the lead had insulation anomaly. The lead was capped and replaced successfully. The patient was in stable condition and would continue to be monitored with routine follow up.